Manufacturer narrative:
The device was received by baxter medina, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error 345. Service evaluation verified the system error 345. The cause was identified to be an out of specification downstream sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump at baxter puerto rico, the device displayed a system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.